Manufacturer narrative:
The returned product was evaluated and performed as designed. Although a kink was noted in the cannula, this is not considered to have contributed to the reported hyperglycemia as it occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in an increase in pulse widths. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(6), checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the customer's blood glucose reached 30 mmol/l (541 mg/dl) and that the cannula was bent. There was no wetness or smell of insulin noted at the site. The pod was worn between 24 and 36 hours. He was able to activate a new pod.